Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.5 x 23 mm xience xpedition device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was narrow and heavily calcified. The xience xpedition 3.0 x 18 mm stent delivery system (sds) could not pass through the lesion due to the tortuous and calcified anatomy. After several attempts, the stent nearly dislodged from the balloon. The sds was removed without resistance with the stent on the balloon. Another xience xpedition 2.5 x 23 mm sds was advanced and the same thing happened again. The procedure was successfully completed by using another stent and the final outcome of the patient is satisfactory. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.